Event description:
Elvie pump does not provide adequate suction to empty the breast fully causes engorgement which leads to clogged milk ducts then finally mastitis. Customer was provided antibiotics to treat mastitis.